Event description:
It was reported that prior to surgery starting, the curved acetabular reamer would not operate as needed when tested by the scrub tech. It is unknown if there was a surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as a valid lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: h6 medical device problem code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: although distributed by medtech orthopaedics joint reconstruction, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the medtech orthopaedics customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The following investigation was provided by the supplier legal manufacturer; the complaint sample was returned to the supplier for evaluation and the reported event is confirmed. The offset reamer handle has a bent z-tube not allowing an acetabular reamer to attach as intended. The deformation/peeling of the z-tube ends have been previously investigated and determined to be caused by improper disassembly where the distal lip gets caught on the distal ball bearings and/or the reamer attachment coupling flange. This failure can cause an interference and not allow an acetabular reamer to attach to the offset reamer handle as intended. After multiple function tests, the z-tube ends were further deformed which then allowed the pins of the reamer head to retract, allowing connection to a reamer. Another notable failure found is the drive chain was stiff/seized. The proximal universal joint (uj) was stiff and not moving easily. This impedes the offset reamer handle assembly from rotating smoothly as intended. After an isopropyl wash of the uj, it was able to move and rotate, when assembled, smoothly as intended. The proximal and distal ujs were also observed to be worn. The last date of sale for the t11357 offset reamer handle was january 2014 and had since been replaced by the t17653 offset reamer handle (depuy 255000100). The device history records (DHR) were reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. The damaged z-tube had experienced approximately 11.18 years of use. It is unknown as to how many surgical procedures (cycles) this device had experienced throughout its life in the field. The supplier risk management files were reviewed and identified similar failure modes to the observed failure. From the trend analysis performed, the estimated failure rate falls within the occurrence rate identified in the supplier risk management files. The root cause is attributed to misuse (improper disassembly, mixed product) as deformation of this nature would not occur during normal intended use and the assembly was mixed with components from multiple reamer handles. Secondary root cause is wear (used beyond expected useful life). The last date of sale for the t11357 offset reamer handle was january 2014 and had since been replaced by the t17653 offset reamer handle (depuy 255000100). There is no need for corrective action as the t11357 has far exceeded its anticipated useful life (product end of life). In conclusion, the reported event is confirmed as the returned offset reamer handle has a bent z-tube not allowing an acetabular reamer to attach as intended. From the investigation performed, the root cause is attributed to misuse (improper disassembly, mixed product) as deformation of this nature would not occur during normal intended use and the assembly was mixed with components from multiple reamer handles. Secondary root cause is wear (used beyond expected useful life). No further investigation with regard to this complaint is required. The supplier will continue to monitor for trends. As part of medtech orthopaedics quality process all devices are manufactured, inspected, and released to approved specifications. No further investigation with regard to this complaint is required. The supplier will continue to monitor for trends. Device history lot: the device history records (DHR) were reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. The damaged z-tube had experienced approximately 11.18 years of use h11 additional narrative: corrected: h3.